Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Occupation: reliability laboratory technician. MFR name: st. Jude medical (B)(4). Eval code: no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at multiple locations exposing the coil.